Manufacturer narrative:
Visual and functional analysis was performed on the returned device which noted the stent was returned partially deployed (flowered) out of the distal sheath. The reported deployment issue and thumbwheel resistance were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the lesion was to treat an external iliac artery. A 7x100mm absolute pro stent failed to deploy due to resistance met when turning the thumbwheel, as it ultimately stopped turning. Another same size absolute pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. 8/10/20: device analysis noted [the stent was returned partially deployed (flowered) out of the distal sheath for a length of 1cm.